Manufacturer narrative:
Therapy cable, therapy connector. Medtronic observed a broken pin from the therapy cable stuck in the therapy connector.

Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation ECG electrodes and the analyze button presed according to the reporter, the device alarmed connect cable and would no analyze the patient's rhythm. A backup defibrillator arrived on the scene and was used as a backup. The patient was resuscitated.